Event description:
It was reported that a patient could still feel stimulation when the device was turned off. It was noted that this sensation began approximately one week prior to the report. The reporter stated that the patient took a couple of falls and her doctor knew about them. It was reported that the doctor told the patient that the tips of the device system wires on top were 'bent a little.' At the time of the report the reporter stated that the patient turned the device off and did not feel stimulation. The patient then bent over to see if she could feel the stimulation because 'that was when she would feel it.' It was reported that the patient could not feel the stimulation even when she bent over with the device off. Five days later, it was reported that the patient's device was off but she still felt stimulation like the device was on. The reporter stated that the stimulation feeling was on the right side only. It was noted that the patient programmer showed that the device was in off mode. It was reported that the patient had shut her device off the previous day. The reporter stated that this had been going off and on now for about a month. It was unclear when the sensation actually started. It was noted that the patient had fallen twice and it seemed that this started after that. It was reported that there was an x-ray of the leads and they 'seemed to look ok.' Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 37743, serial# (B)(4), implanted: (B)(6) 2010, product type programmer, patient. (B)(4).